Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The probe breaks when installed on the patient. Sometimes after a few hours and sometimes after a few days. They broke on sleeping, sedated little babies who did not move. The patients who had the catheters in place were all small, intubated patients under 8kg. The catheters were all size 6 french. The last patient was a cardiac surgery patient who was intubated, sedated and critical. Less than 3kg. In all cases the parts were all removed without obvious complications. New catheters were installed as was necessary to the patient's condition with extra surveillance by the nurse. I cannot recall if there were any urinary infection prophylactic antibiotics given to the patients on related to the breaks.

Event description:
The probe breaks when installed on the patient. Sometimes after a few hours and sometimes after a few days. They broke on sleeping, sedated little babies who did not move. The patients who had the catheters in place were all small, intubated patients under 8kg. The catheters were all size 6 french. The last patient was a cardiac surgery patient who was intubated, sedated and critical. Less than 3kg. In all cases the parts were all removed without obvious complications. New catheters were installed as was necessary to the patient's condition with extra surveillance by the nurse. I cannot recall if there were any urinary infection prophylactic antibiotics given to the patients on related to the breaks.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation, only photo available. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.